Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two unopened units. In addition, four photographs were submitted which revealed similarities to that of the returned units. Upon investigation of the sealed packages, excess bottom web material was observed on one side of the packaging. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a dull blade or misaligned cutting blade. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that before use, the bd nexiva¿ closed IV catheter system packaging was found with poor perforation on it. The following information was provided by the initial reporter, translated from japanese to english: "the package wasn't cut properly."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, the bd nexiva¿ closed IV catheter system packaging was found with poor perforation on it. The following information was provided by the initial reporter, translated from (B)(6) to english: "the package wasn't cut properly."